Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that it was taking the patient way too long to charge and they were only getting two coupling bars. The patient went into the clinic and they could only get two coupling bars as well. The clinic thought there was maybe something wrong with the recharger. The patient's recharger was replaced. Additional information was received from a patient. It was reported that the patient's ins will not charge past 50%. This has been an issue since implant of the device. The patient has an appointment with their hcp on aug-26th, but they are going to try to get in earlier. There were no symptoms reported. No further complications were reported or anticipated.